Event description:
It was report that this device gave several inappropriate shocks on different days due to t-wave oversensing via reduced amplitudes. One shock induced ventricular fibrillation. The ventricular fibrillation was successfully converted. There were no additional adverse patient effects. Technical services advised some testing and an x-ray. The system remains implanted.